Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue. The fse inspected the arms on the patient side cart (psc), both surgeon side consoles (sscs), and the master tool manipulator (mtm) on both sscs and noted no issues. No parts were replaced. The system was tested and verified as ready for use. While a definitive root-cause cannot be established since the reported complaint was not replicated during the field evaluation, based on log review, a potential root cause for this failure can be attributed to the surgeon not holding the mtm while in following mode.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the surgeon observed that the system arms were drifting and requested a service visit to resolve the issue. The customer had no further information to provide at the time and continued the case. The procedure was completed with no reported injury.